Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving an unknown drug. The indication for use was non-malignant pain and complex regional pain syndrome type I. It was reported that the patient had the pump removed because it got infected. Additional information regarding the drug being delivered, onset date of infection, diagnostics performed and resolution has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump.

Event description:
Additional information was received from the wife of the patient. At least one year after implant of the pump, an infection developed at the catheter site. The pump was removed about eight months prior to (B)(6) 2015.